Manufacturer narrative:
Per tandem¿s user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer used the cartridge for 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was in the 200 mg/dl range. A new cartridge was successfully loaded, and customer resumed insulin therapy.